Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the event occurred due to any of the following possible causes. *accidental failure of circuit board. *wear failure of circuit board (if the device was frequently used). *damaged circuit board due to external factors (short-circuiting of circuitry caused by operating conditions, external forces, or dust).

Manufacturer narrative:
Local service department checked the subject device and found that the phenomena occurred due to circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that cv malfunction error b40 occurred. It was also found that nbi and iris leds on the front panel were continuously glowing. There was no report of patient injury associated with the event.